Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use, no signal output and water leakage of the device was found. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported sensor reading issue was duplicated. However, the reported leaking issue could not be duplicated. The investigation attributed the sensor issue to a soldering issue during device assembly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. A quality alert with this complaint's details has been provided to manufacturing personnel.